Event description:
It was reported that during a routine follow-up visit, this pacemaker was suspected of showing signs of premature battery depletion behavior and had reached elective replacement indicator (ER)). Subsequently, the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This device is expected to be returned.